Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implantation procedure of a dual chamber pacemaker, the p wave sensing were low on the atrial lead. After multiple unsuccessful attempts to re-implant the lead in two different areas, the physician elected to replace the atrial lead. The replaced atrial lead also had a low p-wave sensing. As such, the physician decided to replace the whole system by single chamber device. While the doctor removed the first atrial lead, the rv lead was dislodged and the helix failed to extend. The rv lead was replaced and a new lead was used along with the single chamber device. The patient was stable.